Event description:
It was reported that a revision was performed due to pain. The patient did not have a patella resurfaced during initial surgery. The surgeon implant a patella, during the surgery the surgeon exchanged the poly insert.

Manufacturer narrative:
The affected device was returned and evaluated. The complaint noted that the poly was sent in for analysis of wear pattern. A dimensional inspection was attempted however several of the device's attributes were deformed and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. The research and development team examined the insert and revealed the surface displayed signs of burnishing from articulation with the femoral component. In addition, areas of damage/deformation were observed during visual and stereomicroscopic examination; these features were likely created by third body debris/instrument contact. Plastic deformation, likely due to insertion/extraction of the insert from the tibial tray was observed in the insertion/removal slot. Burnishing was observed along the periphery of the backside of the insert and is indicative of backside wear. The level of burnishing observed on the backside of the insert is not atypical. The adhesive and abrasive wear features on the insert were of a typical appearance. The wear patches were mild in appearance with no signs of increased or unusual wear. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.